Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant of this right ventricular (rv) lead it was difficult to find an ideal position. Upon attempting to extend the helix, the helix failed and the pace impedance measurements were low, thus the lead was replaced and the procedure was completed. The lead will not be returned. No adverse patient effects were reported.